Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. Date of event: unk. This product is manufactured in the u.s. But not marketed in the u.s.. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -9.5/+3.0/086 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6)2021. The surgeon reports intermittent angle closure with increased iop, plateau iris, and low-dose pilo administration. Reportedly the vision is good and patient does not want to remove the lens; lens remains implanted.